Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose reading on the dexcom g7 when the sensor last connected, then returned to in-range after reconnection; the user had announced a larger-than-normal breakfast and treated with gummies, and education was provided that future bolus meal announcements should improve accuracy. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education with blood glucose questionnaire collection. Investigation of this case revealed that the specific cause of hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.